Event description:
The customer reported that during a total laparoscopic hysterectomy, the jaw of the device could not be re-opened while applied to tissue. The surgeon forced the jaws open, in doing so some tissue was torn. There was no injury to the pt.

Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.